Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) experienced a change in their underlying condition, monomorphic ventricular tachycardia (vt). Technical services (ts) was consulted to review stored ventricular episodes. Upon review of the stored episodes, the patient experienced a vt storm where anti-tachycardia pacing (atp) was appropriately delivered and successfully converted the arrhythmia. Subsequently, shortly after, the patient went back into vt and as the device was charging, the patient's arrhythmia broke on it's own, but the shock was committed, therefore delivering an inappropriate shock during normal sinus rhythm. Ts provided troubleshooting and device optimization recommendations. The boston scientific representative will plan to discuss with the physician. At this time, the ICD remains in-service. No adverse patient effects were reported.